Event description:
Valiant stent grafts were implanted during the thoracic endovascular aortic repair (tevar) of acute or chronic retrograde type a dissection (rtad) on unknown dates. The following adverse events were reported: retrograde dissection, reintervention and death. There was no information to suggest any medtronic device failure caused or contributed to a death. The cause of the adverse events are undetermined.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; retrograde type a dissection in the vascular quality initiative thoracic endovascular aortic repair for dissection postapproval project beck et al, journal of vascular surgery https://doi.org/10.1016/j.jvs.2021.11.075. Age or date of birth: mean age. Sex: mean gender. Implant date: exact date of implant unknown. There was no information to suggest any medtronic device failure caused or contributed to a death. Deaths are common occurrences however the cause(s) of death are often not characterized or clearly associated with a particular product. Therefore, deaths will not be considered reportable as MDR unless clearly stated as being associated with medtronic product. If information is provided in the future, a supplemental report will be issued.